Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the footplate deployed was stuck in the vessel and could not be retracted. The physician then broke the device to lower the foot plate. No resistance was noted lowering the lever, and the lever was returned to the original position before attempting to remove the device. A cut-down to remove the device was performed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient effect. No additional information was provided.